Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to the pre-existing patient anatomy (friable leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. The mr was reduced to grade 2 post procedure. On (B)(6) 2025, both the clips had single leaflet device attachment(slda) from the posterior leaflet due to the friable leaflets. Recurrent mr of grade 4 was reported. The patient retuned symptomatic with dyspnea. On (B)(6) 2025, a redo procedure was performed. Additional mitraclip was implanted in between the slda clips to stabilize them. The mr was reduced to grade 2-3 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.